Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: device manufactured between january 20, 2020 to january 21, 2020 h10: the device was received for evaluation. A magnified visual inspection was performed, and it was noted that there was a small tear/hole at the center area in back of the bag. Functional testing was performed which revealed a leak from the center area approximately at the 300 ml mark area in back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.